Event description:
It was reported that the customer's insulin pump was squirting out the insulin, and the motor did not recognized that the motor is inside the insulin pump. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker.